Event description:
It was reported that pump displayed malfunction code 12 with no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted customer with resetting pump, confirmed that malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if any malfunction code occurred again.